Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise and oversensing, which caused an inappropriate electric shock, it is suspected that this happened during a procedure. The rv lead showed no more oversensing after the event, and thresholds showed withing range measurements. This rv lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.